Event description:
It was reported while using bd arterial cannula with floswitch the flow switch did not work. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse used the arterial indwelling needle, she found that the flow control valve was insensitive, which led to the failure of the puncture, and replaced the patient with a new arterial indwelling needle. The head nurse asked for compensation for the replaced arterial indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd arterial cannula with floswitch the flow switch did not work. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the head nurse used the arterial indwelling needle, she found that the flow control valve was insensitive, which led to the failure of the puncture, and replaced the patient with a new arterial indwelling needle. The head nurse asked for compensation for the replaced arterial indwelling needle.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.